Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthrough hypercoat, stent: xience alpine 2.25x15mm. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the mid left anterior descending (lad) artery, with mild tortuosity, mild calcification and 90% stenosis, pre-dilatation was performed with a 2.25x12 mm rx traveler balloon dilatation catheter (bdc) in the 1st diagonal coronary artery and a 2.25x15 xience alpine stent was implanted. Intravascular ultrasound (ivus) was advanced to the mid lad but could not cross the lesion. The 2.25x12 mm rx traveler bdc was submerged in saline prior to re-insertion and advanced to the mid lad but could not cross the lesion. Reportedly, the physician did not know if the bdc was not able to cross the lesion due to the anatomy or interaction with another device. An attempt was made to inflate the bdc just short of the lesion in the proximal lad; however, the balloon would not inflate. The 2.25x12 mm rx traveler bdc was removed and replaced with a 1.5x18 mm non-abbott bdc and dilatation was performed. Then the 2.25x12 mm rx traveler bdc was re-advanced to the lesion and inflation was attempted to nominal pressure; however, the balloon did not inflate at all. The bdc was removed from the patient anatomy. Reportedly, the physician inflated the balloon outside of the anatomy and the balloon was able to inflate to the rated burst pressure. A 3.0x18 mm xience alpine stent was implanted in the mid lad and post-dilatation was performed with a 3.5x12 mm non-abbott bdc. The procedure was completed without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.